Event description:
It was reported: a pt utilizing an h-300 with the bag accessory, rec'd a burn to this abdomen. The pt rec'd treatment for the injury.

Manufacturer narrative:
The device has been rec'd and is undergoing evaluation. A supplemental report will be filed with our findings.